Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: device manufacture date: december 1, 2020 - december 2, 2020. H10: the device was received for evaluation. A visual inspection was performed, and it was noted the bladder had ruptured. The ruptured bladder was examined for signs of abnormality that could have caused the issue and no issues were noted. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to inherent variation in the material, as bladders are manufactured with rubber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a (B)(6) infusor sv (small volume) 2.5 ml ruptured during filling at the hospital. The reporter stated, ¿the bladder was stable while saline was filling. The bladder ruptured shortly after the pharmacist started to fill anticancer agent into the bladder.¿ the device was manually filled using an unspecified syringe. This was identified prior to use on a patient. There was no patient involvement. No additional information is available.